Event description:
The patient reportedly tested 3.8 inr on the coaguchek xs system and 2.8 inr on a comparison lab. Coumadin remained unchanged based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.